Manufacturer narrative:
The customer stated that the operator went to the emergency room to get first aid. The operator was wearing personal protective equipment. No additional information has been provided by the customer.

Event description:
The customer reported that while the operator was running the rp 405, she inserted a glass capillary tube into the sample port and the glass capillary tube broke and cut her finger.